Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation was performed. Bone debris on external threads. Damage to the implant was identified. A fractured screw fragments was identified inside implant. The implants cover screw was returned no damage was identified. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive occlusal loading. Therefore, based on the available information, a device malfunction did occur. A fractured screw fragments was identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that an screw fractured inside the implant at tooth site 16 and the implant was removed. Patient had to return to place a new implant.